Event description:
The customer reported to beckman coulter that false low creatinine (crem) results were generated on the unicel dxc 800 synchron system. The results were reported out of the laboratory. The samples were retested on another system and yielded higher results. The customer amended and issued 7 corrected reports. There are no reports of any changes to the patients care or treatment. The instrument displayed a 'reagent too high' error. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found that the drain valve for the creatinine module was sticking and not opening properly; accordingly, the module was not draining. The fse removed and replaced the creatinine module which resolved the issue. The instrument conformed to the manufacturer's published performance specifications.